Manufacturer narrative:
The reagent lot number was 825356. The expiration date was not provided. Quality control and calibration checks were normal. A general reagent issue was unlikely because calibration and qc data were acceptable. The customer found the cuvette had an excessive amount of water during a mechanical check and the tubing at the wash station was loose. The field service engineer adjusted and cleaned the wash station which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen 2 result from the cobas 8000 c702 module. The initial result was 1.43 mmol/l and the repeat result was 2.04 mmol/l. The questionable result was not reported outside of the laboratory.